Event description:
It was reported that this left bundle branch (lbb) brady lead was surgically explanted due to unknown product performance reason. This lbb brady lead was replaced with the same model. No additional adverse patient effects were reported.